Manufacturer narrative:
2nd failure file still open/pending qa: h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
An additional infusion set was returned by the customer and found to be leaking during evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. Four 20 ga x 0.75 in. Powerloc infusion sets were returned for evaluation. An initial visual observation of the returned infusion sets revealed abundant blood use residues throughout sample 1. It was observed that samples 2, 3 and 4 were returned in their unopened packaging. The safety mechanism was engaged over the needle tip of sample 1 upon the return of the device. A tactile evaluation of each sample revealed the needles of sample 1 and sample 2 were loose in the needle housing. The needles of samples 3 and 4 were observed to be firm in the needle housing. A functional test of pulling the needles of each device with little force revealed the needles of samples 1 and 2 could be pulled out of the needle housing with little force. A microscopic observation revealed insufficient adhesive coverage along the proximal end of each needle shaft of sample 1 and sample 2. The root cause of the failure was determined to be insufficient adhesive coverage along the proximal needle shafts of samples 1 and 2. The devices are supplied components and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.